Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 months. Through follow-up with the health-care provider, it was learned that the explant was due to a severe perivalvular leak. Operative report indicates a dehiscence of the valve in and around the aortic reflection. There was also dehiscence in the anterior lateral area and some directly posterior. There was no obvious infection. The remnants of the mitral valve chordae and some of the annulus showed significant calcification. The surgeon has indicated that this event was not related to a device malfunction. According to our records, the device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the reported event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information at this time.